Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was damaged. The event was further described as "the twist clap on the transfer set broke when patient was getting ready to connect and when they went to turn the white cap it broke". This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was able to complete the treatment session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the customer returned a sample with product code 5c4483 for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the damage was undetermined; however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.